Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient was experiencing higher than expected blood glucose values. The reporter was unable to provide any specific blood glucose values. The reporter was uncertain as to the cause of the issue. This complaint is being reported because the pump could not be ruled out as a contributing factor.